Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that one patient sample generated a false negative axsym hbsag. The initial result was hbsag reactive, the sample was retested and the result was hbsag non-reactive. The axsym hbsag confirmatory test was performed with confirmed positive results (reagent b = 1.64 s/co, > 90% neutralized). There was no impact to patient management reported.

Manufacturer narrative:
Evaluation (other): device/samples not returned. A review of manufacturing and testing records was performed. This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The customer observed discrepant results when testing one patient sample. Initial test: (reactive); re-test after centrifugation: (non-reactive). Confirmation test (lot number 55774hn00) gave positive result. The performance of lot number(s) 60206lf00 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated lot(s) of axsym hbsag (v2) reagent. This review did not reveal any events or issues that may have impacted the performance of the above lot number(s) in relation to the complaint issue. A search performed on 2008-05-13 identified no other level ii complaints for lot number(s) 60206lf00 (and associated sublots) due discrepant patient results, and no issue associated with the alleged deficiency was identified. The investigation results were reviewed for related or different issues. No potentially related issues, including those of clinical significance, no different performance issues were identified and no further action is required. A review of the results generated during this complaint investigation determined that no further action is required to assist the customer with this type of deficiency. The axsym hbsag (v2) reagent package insert (commodity number 56-4127/r10) states: samples, which contain fibrin, may cause erroneous results. Serum samples must be completely clotted and centrifuged prior to testing to generate consistent results. Frozen samples and those containing particulate matter or red blood cells must be centrifuged prior to running the assay. Samples containing particulate matter or red blood cells may give inconsistent or erroneous results. All patient samples to be tested in primary tubes must be centrifuged to remove red cells or particulate matter. Each sample that requires repeat or confirmatory testing, or that has been frozen and thawed, must be transferred to a centrifuge tube and centrifuged at an rcf of at least 10,000 x g for 10 minutes. Transfer clarified sample to a sample cup for testing. In the abbott axsym system operations manual volume 2, section 10 trouble shooting and diagnostics, under observed problems erratic results, discrepant, and/or experiencing imprecision probable causes and corrective actions are listed. Based on our investigation, we have determined that axsym hbsag (v2) reagent lot number(s) 60206lf00, identified in the customers complaint, is performing acceptably. This is the final report.